Event description:
The level 1 sales representative received a call from the user facility stating user facility needed a replacement hl-90 fluid warmer. When the sales representative enquired as to why they needed one they were informed that the hl-90 user facility had has been sitting in the biomedical engineering shop with blood in the water for two months.